Manufacturer narrative:
Returned device was received in decent physical condition. The device had a bowed front panel, missing relief knob and frequency knob end cap. The housing is damaged around the battery holder. During the evaluation of the device, the high pressure alarm was out of spec but not alarming all the time. Adjustments were made to the variable relief valve to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the peak pressure was always alarming on the pneupac ventilator. This product problem was observed during testing. There was no patient involvement.